Event description:
A surgeon reported, following a bilateral intraocular lens (iol) implant procedure, the iol of a clinical study patient was exchanged due to the patient reporting severe glare and halos. The fellow eye has previously been reported under manufacturer report # 1119421-2012-000572.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Medical records were provided on 04/16/2012. (B)(4).